Manufacturer narrative:
Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. After battery installation, unit gave an unexpected flashing medtronic logo. Unable to download history files and traces using thump software due to flashing medtronic logo. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to display anomaly. Unable to confirm critical pump error (open book), pump error 35, and unresponsive keypad due to constant flashing medtronic logo. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. Per visual inspection, electronic assemblies and the force sensor flex connector had moisture damage, leading to the constant flashing medtronic logo. Unit was also received with cracked case (battery tube), serial number label missing, cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, and pillowing keypad overlay. In conclusion, unit was received with unexpected flashing medtronic logo due to moisture damage on electronic assembly. Unable to confirm customer allegations for unresponsive keypad due to constant flashing medtronic logo. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump exposed to the rainstorm and reported pump error 35 (a broken force sensor was detected during seating or regular delivery.) And an open book image error. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The pump was exposed to moisture but there was no visible fluid in the pump. Pump did not pass self test. The buttons were unresponsive. The customer did not receive a stuck button alarm. The numbers are not ramping on their own, the scroll bar isn¿t moving without input, and there was no response from any of the buttons. Pump has not been exposed to altitude change. Time does advance when display is observed. The pump did not show any signs of damage. The customer was using the correct battery cap for the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned.